Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient was having pain in tooth #27. Patient was complaining on pain in tooth site #27, implant was removed. Patient fell and it face on curb. A few weeks later she began having pain on right side of face there implant was recently placed #27. Surgical/medical intervention required for permanent damage: yes. Additional appointment required: yes, to replace implant and locator. Symptoms as a result of the event: inflammation, pain.

Manufacturer narrative:
One osseotite® tapered certain® implant 3.25 x 10mm (xifnt3210 and a locator were returned for investigation. Visual evaluation of the as returned products identified that one implant, fractured across the threads was engaged to a locator and the other had no apparent signs of malfunction. Additionally, there was bone residue around the external threads due to usage. There were no allegations against the locator. Therefore, the investigation was conducted only on the implants while addressing the reported events (fracture + pain). Functional testing could not be performed for the fractured implant and the other implant could not be functionally tested for the reported event (pain). Pre-existing conditions noted on the per were -good oral hygiene and low bone density ¿ type iii-. The reported devices had been placed on tooth #22 (for 3 years) & 27 (for 17 days). X-ray & picture evaluation: none provided. Appropriate documentation was reviewed. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events (complaint category keywords: fracture: implant & medical: pain) and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event (pain) could not be verified with the other implant, as the exact details of event and patient anatomical conditions were unknown/nonverifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.